Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided, due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced pump error 63 (hardware low-level failures). The customer reported, no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. And the customer was able to clear the error, complete pump rewind. And successfully complete fill cannula delivery test. The error table indicated, that pump requires replacement. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1885 was requested. And customer response was, the device will be returned.

Manufacturer narrative:
Pump passed self-test and displacement test. Unit successfully downloaded to thump. Verified the pump alarmed pump error 63 alarm (line number 147 file number 2017) in the pump history download on (B)(6) 2024 08:41:18.000 due to moisture damage to the pcb1 board as per global logic analysis (B)(4). Moisture damage noted to the motor assembly per visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded battery tube, and corroded home switch. The p-cap/reservoir does lock properly. No pump error 63 alarms during testing. Pump error 63 alarm confirmed in the pump history due to moisture damage to the pcb1 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.